Event description:
During an ercp procedure to remove billary stones from the common bile duct, the physician used a cook endoscopy web extraction basket. The basket became impacted on the stone. An olympus lithotriptor was utilized in an attempt to fracture the stone for removal. During lithotripsy the basket wires broke and the patient went to surgery for removal of the basket and the stones.